Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported through the hospital that customer was hospitalized for high blood glucose on (B)(6) 2014. Customer's blood glucose was 453 mg/dl when admitted. Customer is currently in the intensive care unit. No other details regarding the hospitalization were available. A company representative will contact customer to troubleshoot the device and gain more information. Nothing further reported.